Event description:
It was reported that fluid was found in the implantable neurostimulator (ins) connector. The ins was explanted and replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was receiving effective therapy.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. The tecothane acts as a shell during manufacturing to stack the connector components and make the welds. Once this is complete, the entire area is filled with the lsr. The lsr bonds well with the metallic and other rubber components. It, however does not bond well with the tecothane. This causes a tight, but not bonded fit. Body fluid in this space is not of concern because all of the electronic components are still completely sealed in the lsr and never caused any performance issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.